Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice and homechoice pro apd systems patient at-home guiden gives instructions on how to bypass a caution: negative uf alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." If additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:05:24. During night drain cycle six, the patient's ultrafiltration reading was 2331ml, indicating the home patient (hp) drained 2331ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.